Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while they introduced the clip machine in order to clip the cystic duct, the seal and cannula was broken then air or gas leaked from the seal. There was no patient injury.